Manufacturer narrative:
It was reported that a left hip revision surgery was performed. During the revision the hemi head, modular sleeve and bhr cup were removed, the stem remained implanted. As of today, device return and additional information has been requested for this complaint but has not become available. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. The available medical documents were reviewed. It cannot be determined to what extent the patients¿ fall, comorbidities and delayed revision had on his pain and clinical status. The reported pain and intraoperative findings of pseudotumor are consistent with findings associated with metal debris; however, without the supporting lab/pathology results, imaging, and/or the analysis of the explanted components the source of reactions cannot be confirmed. Review of manufacturing records did not reveal any waivers, concessions, manufacturing or material abnormalities that could have contributed to this issue. It cannot be concluded that the reported events/clinical reactions were associated with a mal-performance of the implant. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.

Event description:
It was reported that a revision surgery from the left hip was performed due to pain and large pseudotumour.

Event description:
It was reported that a revision surgery was performed due to unknown reasons.